Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, following a benign procedure for diverticulitis, a patient with a medical history of diverticulitis and cardiovascular disease and prior abdominal and colorectal surgeries developed an anastomotic leak. Post-procedure, the patient had a fever of 101.5°f on post-operative day 5 with a peri-anastomotic gas collection measuring 3.5 × 3.5 cm. Computed tomography (CT scan) of the abdomen and pelvis with intravenous contrast was performed and surgery confirmed a small anastomotic defect consistent with a grade c anastomotic leak requiring operative intervention. The event was serious and involved prolongation of an existing hospitalization. The patient underwent diagnostic laparoscopy with diverting loop ileostomy, and medication changes were reported. The investigator and sponsor assessed the event as having a causal relationship to the study procedure and as possibly related to the study device.